Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400. Reports of key auto to low, was isolated to piezo being distorted when testing and assessing the device. The over all condition of the device was reported fair and a cracked housing was observed. Action was taken to replace the piezo. Device passed all testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Summary in h 10.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump's key audio was too low. The issue was discovered during testing and there was no patient involvement.